Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 9 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was found expired by family members on (B)(6) 2017 at about 5:15 pm. Primary system controller log file analysis completed by the manufacturer¿s technical services representative revealed the log file appeared normal until (B)(6) 2017 at 7:17 when the external batteries depleted, and the backup battery supported operation of the pump. On (B)(6) 2017 at 7:57 the driveline was disconnected and the pump stops. The backup system controller log file analysis completed by the manufacturer¿s technical services representative did not show any current activity. Additional information was requested, but was not provided.

Manufacturer narrative:
Additional information-it was reported that the pump would be returned for evaluation; however, the pump has not been received to date. Although the evaluation of the submitted system controller log file confirmed a loss of power and disconnection of the driveline, a specific cause for the event could not be conclusively be determined. In addition, a direct correlation to the device could not be conclusively established through this evaluation. The hospital reported that the team did not know the cause for the patient¿s expiration, if the patient had any recent mental status changes, or if the system controller was alarming when the patient was found. The pump was explanted and an autopsy was pending. Requests for product return were issued to the hospital; however, to this date, the device was not returned for evaluation and the complaint file will be closed accordingly. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications.